Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a corneal burn during a cataract extraction procedure. The surgeon noticed as soon as the phacoemulsification (phaco) handpiece was inserted in the right eye the occlusion alarm was heard despite not having started taking out the cataract. The company representative was contacted to help with the issue. The company representative advised trying to switch back and forth between reflux and the two settings of the foot pedal. This did not resolve the issue, the occlusion alarm still sounded and a corneal burn manifested. The burn resulted in wound leakage and anterior chamber shallowing which required three sutures. Upon postoperative visit day one +2.75 diopters astigmatism and corneal opacity were noted. The patient will be followed closely.

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).